Event description:
Event description guidant received information that the helix coil of the model 0158 lead would not extend or retract properly. The model 4538 lead was abandoned due to diaphragmatic stimulation.